Manufacturer narrative:
The event was reported by the site to be "due to intervention", and was classified as related to the procedure and not to the device. However, internal clinical review of the available information deemed the event to be reportable in a conservative manner, due to a possible relationship to the device. Device not explanted.

Event description:
A perceval pvs25 was implanted on (B)(6) 2018. On (B)(6) 2018, the patient reportedly experienced av block iii, and a pacemaker was implanted. The patient had an existing conduction disturbance with right bundle branch block and left hemi-block prior to the perceval implant.

Manufacturer narrative:
Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure. Based on the event information provided, the event is deemed to be procedure-related and not related to the device. It was explicitly reported by the site that the av block occurred "due to intervention" and that the event was related to the procedure and not to the device. Furthermore, it is likely that the patient's previously existing conduction disorder (rbbb) contributed to the event. No manufacturing deficiencies were identified from the document review performed, and no device failure is suspected. This event was reported in a conservative manner.